Event description:
Information was received that reported the patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. The reporter states that the patient was experiencing high blood glucose levels and was taken to hospital. The patient was treated with subcutaneous insulin and released 24 hours later. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.